Event description:
The reporter stated that the catheter was placed in breast tissue during a breast reconstruction procedure. The tissue oxygen sensor read close to zero. The temperature sensor value was satisfactory. The catheter was removed and replaced at the time of surgery. The surgical procedure was prolonged for about one hour. The directions for use for this device state that it's intended use is for brain oxygen and temperature monitoring.

Manufacturer narrative:
The device was used at a healthcare facility in (B)(6). To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.